Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient contact during a call to technical services that the patient drained out 5,419 ml in drain 1 of treatment. The reported large drain of 5,419 ml was 217% of the expected drain volume of 2500 ml, which resulted in a reportable device malfunction. The patient was reportedly asymptomatic. There was no negative impacts as a result of the overfill, and the patient continued peritoneal dialysis treatment thereafter as normal.

Manufacturer narrative:
An external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any problems occurring. The reported complaint symptom was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.